Manufacturer narrative:
Lot review: a review of lot# 3322654 showed that (B)(4) units were manufactured, tested, inspected and released in october 2017 citing no exception documents.

Event description:
Complaint received regarding one 011-nc100, neutron; lot# 3322654 (mfd. 10/16). Report states: patient was running IV paclitaxel through the neutron when a film of moisture was found on patient's skin and noted to be slightly oily in nature. The fluid residue was also observed to have slipped into the external housing of the connector. Unprotected chemo exposure reported. No adverse patient consequences reported.

Manufacturer narrative:
Lot review: a review of lot# 3322654 showed that (B)(4) units were manufactured, tested, inspected and released in october 2017 citing no exception documents. Visual investigation: received one 011-nc100, neutron; suspect lot# 3322654. No mating devices were returned. Inspection revealed seal tearing on the top surface that extended to the outer edge and down the side to above the full ring stop. Some minor crazing was observed around the opening of the female luer. Functional testing: the used 011-nc100 neutron was pressure leak tested. In the activated position the 011-nc100 neutron exhibited internal leakage resulting from the silicone seal damage. Final analysis summary: the used 011-nc100 neutron was returned with silicone seal tearing that resulted in internal leakage. This type of seal damage is typical of access with an incompatible mating device with a male luer inside diameter larger than 0.110". No mating devices were returned to evaluate with the used 011-nc100 neutron. ICU medical will continue to monitor and trend.

Event description:
Complaint received regarding one 011-nc100, neutron; lot# 3322654 (mfd. 10/16). Report states: patient was running IV paclitaxel through the neutron when a film of moisture was found on patient's skin and noted to be slightly oily in nature. The fluid residue was also observed to have slipped into the external housing of the connector. Unprotected chemo exposure reported. No adverse patient consequences reported.